Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed due to the latch's broken switch, which resulted in a delay in accessing the medication. A field service engineer resolved the issue by latch replacement. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system's remote manager lock did not detect the fridge door being opened. Also, the internal contacts were cleaned and lubricated, but the issue still persists. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.